Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to the an improperly grounded knife edge.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut and there was tissue trauma. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.